Event description:
It was reported that a user's blood glucose remained elevated after breakfast because no meal announcement was delivered on the ilet, despite the user believing a meal was announced and noting a recent factory reset per healthcare provider guidance. Symptoms included hyperglycemia reaching 220 mg/dl. Outcomes included no need for medical intervention, no hospitalization, and normal device use thereafter. Investigation included review of device reports and on-device meal history, along with user education on proper meal announcement timing. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.